Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacture date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that the customer opened the a box 3 and 1 failed the insulscan which signifies there is a crack in the shaft.

Manufacturer narrative:
The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence. Visual inspection: the 5mm, 33cm j-tip electrosurgical probe (3bx) was visually inspected and it was noted that there are cracks, dents and scratches on the insulation. Functional inspection: the instrument failed the insul scan test, however the IFU manual states " prior to use, all insulated instruments should be inspected to ensure proper insulation. Any interruption in the insulation may compromise the safety of the instrument. To prevent the possibility of electrical shock or burns, instruments with defects should be discarded." The probable root causes are normal wear, user misuse and improper sterilization methods. (B)(4).

Event description:
It was reported that the customer opened the a box 3 and 1 failed the insulscan which signifies there is a crack in the shaft.